Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by an eye care provider (ecp), a consumer experienced red eye and decreased vision. The consumer consulted an ecp on (B)(6) 2017 and was diagnosed with a sight-threatening eye infection, for which the consumer was transferred to a hospital for treatment. It was reported that the consumer was hospitalized with a diagnosis of endophthalmitis due to pseudomonas aeruginosa. No additional information could be obtained.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4)